Event description:
Info received indicates the head of the bed will not rise.

Manufacturer narrative:
The tech found the head up and down functions were not working. The tech determined the head solenoid was sticking, not allowing the function to operate. The tech replaced the solenoid to repair the bed.